Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. MFR site:postal code; (B)(6). PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a vbs (l4) for treating compression fracture on (B)(6) 2022. The stent was not inflated as expected, and it became like a trumpet-like shape. It took some time for needle insertion, but the stent was finally deployed in place. It took 8 minutes and 15 seconds for cement preparation. When the surgeon injected cement to the stent, some cement seemed to leak out. Finally, it was confirmed that a fairly large volume of the cement had leaked out of the stent. The procedure was delayed by 45 minutes. No further information is available. This report is for one (1) vbs w/balloon med. This is report 1 of 2 for complaint: (B)(4).